Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found normal device characteristics.

Event description:
It was reported that during implant, the right atrial lead exhibited under sensing and high capture thresholds at multiple sites. The lead was not used and was replaced.